Event description:
It was reported that customer experienced cgm error 42 while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, and successfully started new sensor session, after which cgm error did not recur.